Event description:
On (B)(6) 2010, it was reported that during a da vinci prostatectomy procedure, the staff at (B)(6) experienced multiple system error code 20013. With the assistance of an isi technical support engineer, the site reviewed the system error logs and confirmed the system error code. The site then undocked the system from the patient and turned off the system. The site unplugged a system cable and inspected the pins before reconnecting. The system was rebooted and they were able to successfully proceed with the case. On july 12, 2010, intuitive surgical received a legal complaint stating that the patient involved with the above event had suffered an injury. On july 12, 2010, the clinical quality coordinator at the site was contacted for further information and reported that during the procedure, the surgical staff experienced a non-recoverable system error and converted the case to traditional open surgical techniques to successfully complete the procedure with no patient harm or complications. The patient was discharged 2 days later and is not believed to have returned due to post operative complications. The hospital was unaware of any adverse events related to this procedure and as a result, has not reported any adverse events to the FDA.

Manufacturer narrative:
Based on the initial complaint received from the site, an investigation was conducted by field service engineering which found system error code 20013 in the system error logs as well as system error code 21013. The system error codes could not be replicated; however, the fse determined that the system error was likely associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error codes 20013 and 21013 appear when the davinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts davinci in a recoverable safe state. The ecm was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, an axis potentiometer assembly was replaced. As of the date of this report, no additional information related to the patient injury was known by the hospital and has not been provided by the patient's legal representation. If additional information becomes available, a follow-up MDR will be submitted.